Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -12.00 diopter, implantable collamer lens into the patient's left eye (os) on 11/feb/2021. Execessive valut was observed and remains implanted. Problem has resolved.cause of the event is reported as unknown. Per the reporter on 04/mar/2021, nothing was done to resolve the excessive vault. Surgeon waited to see if it would measure any differently at post-op. Claim# (B)(4).

Manufacturer narrative:
(B)(4). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's eye. The lens was exchanged with a for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.